Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via a merlin.net. The right ventricular led exhibited noise and decreased impedance measurements. No intervention was reported. No additional information was available at this time.